Manufacturer narrative:
Correction to the initial medwatch report: (B)(4). A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision for lead migration the physician decided to revise the pocket site due to pain. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that during a lead revision for lead migration the physician decided to revise the pocket site due to pain. The patient was reportedly doing fine after the revision procedure.